Manufacturer narrative:
Facility experienced an event with your endopath disposable surgical trocar while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #793763. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition n/a, desufflation lever condition conforming, inner gasket condition conforming, latch condition conforming, obturator condition n/a, outer gasket condtion conforming, reset button condition n/a, sleeve condition conforming, stopcock condition conforming, trocar condition n/a. Functional tests & results: does safety shield retract n/a, flapper door functional conforming, lockout functional n/a. Analysis conclusion: based upon the info received, visual examination and functionality testing, it was concluded that the instrument was functionally conforming. The inner gasket was found to be in its proper position. However, it was confirmed that two small gallstones were present in the sleeve housing and could have caused a leakage if positioned as described in the inquiry. Co reviews each incident as it occurs in an effort to continuously improve the products and process.

Event description:
It was reported during a laparoscopic cholecystectomy the 45 degree flapper valve gasket fell off during the case. When a small gallstone became jammed in the flapper valve it created an air leak. A new instrument was opened to complete the case. There was no consequence to the pt.